Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 31-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). The device was not returned.

Event description:
Halyard received a single report that referenced eight different incidences, which were associated with separate units, involving eight different patients. This is the first of eight reports. Refer to 2026095-2017-00096 for the second incident. Refer to 2026095-2017-00097 for the third incident. Refer to 2026095-2017-00098 for the fourth incident. Refer to 2026095-2017-00099 for the fifth incident. Refer to 2026095-2017-00100 for the sixth incident. Refer to 2026095-2017-00101 for the seventh incident. Refer to 2026095-2017-00102 for the eighth incident. Fill volume: 255 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: unknown. Initially it was reported an unspecified number of fast flow events occurred. Additional information received 11-may-2017 stated the infusion was to run for 48-hours but was completed in 24 hours. There was no reported injury. No additional information was provided.